Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 160 mg/dl at the time of incident. It was reported that the customer had multiple pump error alarm. The customer was assisted with shutting off the insulin pump and stopped the beeping. Customer reported they were unable to clear the alarms. Customer stated they were able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. No auto mode anomaly noted. No pump error 54, pump error 42, or pump error 3 alarms noted during testing however, the formatted history file confirmed pump error 42, pump error 3 and pump error 54 alarm due to software error.